Event description:
Lost video. On (B)(4): product monitoring has made multiple attempts to obtain info without success including a third attempt for info letter via (B)(6). No info was received. No reported injury. The infimed has been sent for in house repair.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.